Manufacturer narrative:
Become aware date is 06/26/2023 not 06/27/2023 as previously reported on (B)(4) with MDR# 3030677-2023-02600.

Event description:
It has been reported to philips that the device speakers are not functioning properly.